Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "friday (B)(6) 2025 1411hr started therapy using pure hartmans solution vbti set at 500ml @ 1000ml/hr. Expected completion time 1441hr. At 1443 alarm kvo on pump. Nurse noted that there is a change in rate from 1000ml to 500ml. Found that bag was not empty and had some liquid left."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The uploaded history files were analyzed. The pump was turned on the (B)(6) 2025. The infusomat space was used for several different infusion therapies. On the (B)(6) 2025 a flow rate of 500ml/h and a time of 30 minutes were set by user. The therapy was started with 500ml/h at 02:12pm. At 02:42pm the flow rate was set to 1000ml/h by user. The vtbi near end alarm occurred at 02:52pm. The therapy was stopped at 02:54pm. The under infusion was caused by a wrong setting of the user. 500ml/h were set instead of 1000ml/h. No pump was sent to melsungen for investigation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.